Manufacturer narrative:
The investigation of the customer's reported issue finds it to be confirmed based on photographic evidence and evaluation of returned device. Conmed received one 60-5274-032 in opened original packaging. Lot number was verified based on returned packaging. A visual inspection was performed, the spatula electrode was disassembled from the device. There is evidence of soldering. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only event reported for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported issues with the spatula electrode w/ stealth ER 5mmx32cm, item # 60-5274-032, lot 202012291, recently experienced by (B)(6)hospital, (B)(6) japan, on (B)(6) 2021. Information received was that about an hour after the start of the surgery, the electrode part broke off. The patient was in a situation where there was a possibility of remaining in the body. It is noted there was no impact or injury to the patient and the procedure was completed with an alternate. Clarification received notes the fallen part was retrieved. But the reporter does not know how. Procedure was total laparoscopic hysterectomy. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the piece was removed.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported issues with the spatula electrode w/ stealth ER 5mmx32cm, item # 60-5274-032, lot 202012291, recently experienced by (B)(6) hospital, (B)(6), on (B)(6) 2021. Information received was that about an hour after the start of the surgery, the electrode part broke off. The patient was in a situation where there was a possibility of remaining in the body. It is noted there was no impact or injury to the patient and the procedure was completed with an alternate. Clarification received notes the fallen part was retrieved. But the reporter does not know how. Procedure was total laparoscopic hysterectomy. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the piece was removed.